Manufacturer narrative:
(B)(4)

Event description:
It was reported that an alert/notification settings issue occurred. According to the patient, on (B)(6) 2025, they experienced a failure to alert while being on a cruise ship. The patient stated they were hospitalized due to this, but no further information was reported about this event dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. There was no documentation of further medical evaluation or intervention. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.